Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump module was continually alarming "occlusion" and when the nurse opened the module door, she noted a balloon in the pump segment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of balloon in the silicone pumping segment was confirmed per picture received. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.